Event description:
A (B)(6) male pt experienced a device failure while undergoing an angiogram in which the angioseal device footplate became loose and was released into pt's blood vessel. This occurred at approx 2030 on (B)(6) 2017.